Event description:
Medtronic received the following journal article which is summarized as follows: "duplex ultrasound imaging alone is sufficient for midterm endovascular aneurysms repair surveillance: a cost analysis study and prospective comparison with computed tomography scan" (j. Vas. Surg. 2009) this journal article reported 250 patients who underwent endovascular aneurysm repair (evar) using aneurx stent grafts (n=71) and devices from 4 other manufacturers. The 199 patients out of the 250 were included in the study's analysis. The article reported that 25 of the 71 patients with aneurx stent grafts had endoleaks, although the type of endoleak (type I or ii) was not specified. The 2 stent graft migrations of aneurx stent grafts were identified and treated with extension cuffs. The 2 limb stenoses or kinks were identified in aneurx stent grafts. The article reported a total of 5 limb kinks or stenoses, including 2 events in aneurx stent grafts; 4 out of these 5 events were treated with prophylatic intervention, and 1 untreated graft later occluded and thrombosed, resulting in severe ischemia that required urgent intervention. The identity of which device with which event was not provided.

Manufacturer narrative:
It is unknown which manufacturer's device contributed to which event, and the specific type of endoleak observed in aneurx devices. None of the events in the article match event information already known to medtronic. The physician was contacted and requested to provide specific information related to each event related to aneurx devices, such as the lot number, implant date, intervention, and patient outcome. A reply was received from the physician that stated such information is not available. Evaluation codes, conclusion: identity of which device with which event were not provided; type ii endoleaks.